Event description:
Ous MDR - it was reported that shock impedance increased suddenly in (B)(6) 2015. The test conducted recently revealed very variable measurements ranging from 80 to over 150 ohms. The physician decided to add a new lead. No adverse patient side effects were reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available impedance trends showed a stable shock impedance about approx. 75 ohms between (B)(6) 2015. Subsequently the shock impedance increased intermittently up to >150 ohms as mentioned in the complaint description. Additionally the provided x-rays were analysed. One of the images demonstrated the lead's distal end stuck at the clavicular level as reported in the complaint description. However it could not clarify the root cause of the clinical observation. Further x-rays were not analysable. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.